Manufacturer narrative:
(B)(4). Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. The root cause of this event cannot be confirmed since the device was not returned for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a 7300tfx 29mm mitral valve, implanted for 2 years, was "explante" due to pannus growth. Per the surgeon, there was significant pannus ingrowth on both atrial and ventricular sides of the valve with no evidence of device malfunction. Valve was also sent to microbiology with negative cultures results. During the surgery, a concomitant coronary artery bypass was performed. Another edwards valve of the same model and size was implanted in replacement. Patient was discharged in excellent health.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.